Event description:
Procedure type: sleeve gastrectomy. According to the rptr: upon firing the device, the staples did not form properly but tissue was cut causing bleeding. The surgeon used a different reload (green) to stop the bleeding. The tissue was sealed, and the surgeon fired 1 more blue reload and the case continued. The surgeon insetted another port and used a liver retractor to be able to visualize where the bleeding was occurring. It could not be reported if there was more than 250cc blood loss. Some tissue loss occurred due to stapling second staple line.

Manufacturer narrative:
(B)(4).